Event description:
The patient contacted animas on (B)(6) 2013 reporting that they are concerned that the pump is not delivering correctly due to the piston appearing to be wobbling during the load step. The patient reported sporadic blood glucose (bg) levels over the last couple of weeks. The patient stated that he has been sick with a cold but over it now and still having issues with sporadic but and felt tired with bg in 300. The patient stated that last night bg 120mg/dl and this morning bg 202mg/dl. The patient stated that she bolused by pump and rechecked in one hour and bg was 310mg/dl, bolused again, 30 minutes later bg was 314mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. On (B)(6) 2013 bg was 44mg/dl at 9:30p the reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. She decreased the basal for the night and woke up with a 208mg/dl on (B)(6) 2013 with shakiness, blurred vision and trouble focusing. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient denied abnormalities at the site, denies leakage of cartridge or tubing or site, all connections secure and denied bubbles in tubing or cartridge. This report is being made due to an unusual product issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no damage observed to the piston or the lead screw; piston movement was normal. The pump was opened and there was no damage found to the motor circuit. The complaint could not be confirmed or duplicated on investigation.